Event description:
Serious injury involving one person. The pt originally reported having problems with torn lenses. During the replacement process of the lenses, the pt communicated that pt treated for a coreal ulcer. Although the pt was having minor trouble with lenses, pt originally went to the dr for a routine eye exam. During this exam the practitioner diagnosed a corneal ulcer and determined that "grossly over wore" lenses. Practitioner saw the first signs of an infiltrate on the left eye, centrally located. Occuflux was administrated for treatment and the next follow-up visit was 4/21/00. The prognosis is "good" and the pt was refitted for lenses with a visual acuity (after symptoms) being 20/20.